Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open while locked. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after deployment, the clip opened more than expected. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed successfully. After clip deployment, fluoroscopy showed that the clip had opened more than expected. The leaflets remained grasped. The clip remained stable on both leaflets. One clip implanted, reducing mr to 1-2. There were no other issues noted. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.